Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that the doctor commented that he didn't feel the implant was actually a narrow femur, like it says on the box, and suspects the implant is miss-packaged. Per email communication, the procedure was completed using the same device, with no surgical delay or injury to the patient. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Potential probable causes could be but are not limited to procedural variants and user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during a tka surgery, the surgeon did not feel that the implant was actually the required one, a legion cr np narrow femur sz 5 lt, like it said on the box. It is suspected that the implant was miss-packaged. The procedure was finished using the same device, with no surgical delay. The patient outcome is unknown.